Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032372) on 02-jan-2014. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment in uterus') and device dislocation ('suspected coils are out of place /') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping"), arthralgia ("joint pain"), dizziness ("dizziness"), nausea ("nausea"), asthenia ("fatigue/complete loss of energy"), pain ("sharp stabbing pains"), back pain ("back pain"), migraine ("migraines"), paraesthesia ("paresthesia"), peripheral swelling ("bloating leg pains") with pain in extremity, hair disorder ("hair changes"), neuralgia ("nerve pain"), ovarian cyst ("probable complex ovarian cyst"), vitamin d deficiency ("vitamin d deficiency"), tooth disorder ("multiple problems with my teeth"), feeling abnormal ("cloudiness"), memory impairment ("forgetfulness"), anxiety ("anxiety") with panic attack, acne ("acne"), furuncle ("boils"), spinal pain ("neck and spine pain") with neck pain, hot flush ("hot flashes"), nightmare ("nightmares") and rash ("rashes"). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and flank pain ("lower back pain or like in the kidney area"). The patient was treated with surgery (essure removed on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, device dislocation, genital haemorrhage, pain, back pain and flank pain outcome was unknown and the abdominal pain lower, arthralgia, dizziness, nausea, asthenia, migraine, paraesthesia, peripheral swelling, hair disorder, neuralgia, ovarian cyst, vitamin d deficiency, tooth disorder, feeling abnormal, memory impairment, anxiety, acne, furuncle, spinal pain, hot flush, nightmare and rash outcome was unknown. The reporter considered abdominal pain lower, acne, anxiety, arthralgia, asthenia, back pain, device breakage, device dislocation, dizziness, feeling abnormal, flank pain, furuncle, genital haemorrhage, hair disorder, hot flush, memory impairment, migraine, nausea, neuralgia, nightmare, ovarian cyst, pain, paraesthesia, peripheral swelling, rash, spinal pain, tooth disorder and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted in implant date: (B)(6)2012 as per current pif and previous reported as (B)(6)2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: essure removal dates added, details added in event device breakage and device dislocation with seriousness intervention require ticked. Rcc and reporter details added. On 1-jul-2020: medical records received , reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment in uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced genital haemorrhage ("heavy bleeding"), device dislocation ("suspected coils are out of place /"), abdominal pain lower ("cramping"), arthralgia ("joint pain"), dizziness ("dizziness"), nausea ("nausea"), asthenia ("fatigue/complete loss of energy"), pain ("sharp stabbing pains"), back pain ("back pain"), migraine ("migraines"), paraesthesia ("paresthesia"), peripheral swelling ("bloating leg pains") with pain in extremity, hair disorder ("hair changes"), neuralgia ("nerve pain"), ovarian cyst ("probable complex ovarian cyst"), vitamin d deficiency ("vitamin d deficiency"), tooth disorder ("multiple problems with my teeth"), feeling abnormal ("cloudiness"), memory impairment ("forgetfulness"), anxiety ("anxiety") with panic attack, acne ("acne"), furuncle ("boils"), spinal pain ("neck and spine pain") with neck pain, hot flush ("hot flashes"), nightmare ("nightmares") and rash ("rashes"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and flank pain ("lower back pain or like in the kidney area"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, device dislocation, pain, back pain and flank pain outcome was unknown and the abdominal pain lower, arthralgia, dizziness, nausea, asthenia, migraine, paraesthesia, peripheral swelling, hair disorder, neuralgia, ovarian cyst, vitamin d deficiency, tooth disorder, feeling abnormal, memory impairment, anxiety, acne, furuncle, spinal pain, hot flush, nightmare and rash outcome was unknown. The reporter considered abdominal pain lower, acne, anxiety, arthralgia, asthenia, back pain, device breakage, device dislocation, dizziness, feeling abnormal, flank pain, furuncle, genital haemorrhage, hair disorder, hot flush, memory impairment, migraine, nausea, neuralgia, nightmare, ovarian cyst, pain, paraesthesia, peripheral swelling, rash, spinal pain, tooth disorder and vitamin d deficiency to be related to essure. No further causality assessment were provided for the product. The following information was received from social media fragment in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of ptc on 23-mar-2020: social media received: reporter information was added. Fu 8 and 9 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032372) on 02-jan-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment in uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced genital haemorrhage ("heavy bleeding"), device dislocation ("suspected coils are out of place /"), abdominal pain lower ("cramping"), arthralgia ("joint pain"), dizziness ("dizziness"), nausea ("nausea"), asthenia ("fatigue/complete loss of energy"), pain ("sharp stabbing pains"), back pain ("back pain"), migraine ("migraines"), paraesthesia ("paresthesia"), peripheral swelling ("bloating leg pains") with pain in extremity, hair disorder ("hair changes"), neuralgia ("nerve pain"), ovarian cyst ("probable complex ovarian cyst"), vitamin d deficiency ("vitamin d deficiency"), tooth disorder ("multiple problems with my teeth"), feeling abnormal ("cloudiness"), memory impairment ("forgetfulness"), anxiety ("anxiety") with panic attack, acne ("acne"), furuncle ("boils"), spinal pain ("neck and spine pain") with neck pain, hot flush ("hot flashes"), nightmare ("nightmares") and rash ("rashes"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and flank pain ("lower back pain or like in the kidney area"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, device dislocation, back pain and flank pain outcome was unknown and the abdominal pain lower, arthralgia, dizziness, nausea, asthenia, pain, migraine, paraesthesia, peripheral swelling, hair disorder, neuralgia, ovarian cyst, vitamin d deficiency, tooth disorder, feeling abnormal, memory impairment, anxiety, acne, furuncle, spinal pain, hot flush, nightmare and rash outcome was unknown. The reporter considered abdominal pain lower, acne, anxiety, arthralgia, asthenia, back pain, device breakage, device dislocation, dizziness, feeling abnormal, flank pain, furuncle, genital haemorrhage, hair disorder, hot flush, memory impairment, migraine, nausea, neuralgia, nightmare, ovarian cyst, pain, paraesthesia, peripheral swelling, rash, spinal pain, tooth disorder and vitamin d deficiency to be related to essure. The following information was received from social media fragment in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- fragment in uterus. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.